Manufacturer narrative:
The device has not been received for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Additional information has been requested; no new information has been received.

Event description:
Medtronic received information that approximately seven years, eight months post implant of this bioprosthetic pulmonic valved conduit in a pediatric patient, this conduit was replaced by a transcatheter pulmonic valve. No failure mechanism and no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.